Manufacturer narrative:
A main board was ordered. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the intellivue mx500 speaker is abnormal. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
H6 device problem code was updated as the fse clarified the reported issue of "abnormal speaker" was that the speaker did not produce sound. A philips field service engineer (fse) went to the customer's site and tested the device. The fse identified the alarm cannot sound due to a defective main board. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective main board. The reported problem was confirmed. The main board was replaced, and the device was returned to service with full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.